Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: updated field: b5 event description.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the olympus field service engineer (fse) reported that the serial digital interface (sdi) out ports one and two were defective. Through troubleshooting, the fse swapped out the sdi cable from sdi port 1 and 2, and confirmed he was on the correct input on the monitor. The fse swapped the same cable over to the composite output on the monitor and it worked. A master reset did not work. The device had an image for approximately 15 minutes and then went blank, without any input buttons or cabling being touched. A replacement order was created and the device is not expected to be returned for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus field service engineer (fse) reported to olympus on behalf of the customer, that the serial digital interface (sdi) out ports one and two were defective while using the evis exera iii video system center. The issue was found during preparation for use. There was no patient harm associated with the event.